Event description:
Sero-sanguinous vaginal discharge following tyco i.v.s. (Intra-vaginal sling plasty) multifilament polypropylene mesh. On pelvic exam, extrusion of sling through vaginal epithelium noted. Ivs sling placed 2003. Removed 2004.